Event description:
The customer stated that the celldyn sapphire analyzer generated a wbc result of 8,300/ul on a sample run in cbc mode and no flags were generated. The sample was also run in resrbc mode and a wbc result of 998/ul was generated. There was no report of impact to patient management.

Manufacturer narrative:
A field service representative (fsr) was dispatched to the account. The fsr attributed the issue to a leaking reagent reservoir assembly. The fsr replaced the reagent reservoir assembly. The instrument was subsequently performing within specifications. The cell-dyn sapphire system operator's manual was reviewed and was found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified related to the reported issue. The investigation did not identify a product deficiency.

Manufacturer narrative:
Patient problem (B)(4) (no consequences or impact to patient). Device problem (B)(4) (incorrect or inadequate test result). An investigation is in process. A follow-up report will be submitted when the investigation is complete.